Event description:
Pt reports that in 2006 she lost consciousness after increasing her insulin based on "hi" reading. Pt was at the dr's office for a regularly scheduled appointment. The dr administered juice.